Event description:
Customer reported the pump in style power adapter had exposed wires and smelled strange whenever she plugged it in.

Manufacturer narrative:
A replacement power adaptor was sent to the customer. Attempts to obtain additional information and the original part for investigation up to (B)(4) 2011 were unsuccessful. The original power cord was received at medela on (B)(4) 2011. Evaluation summary: a visual examination of the power supply revealed the housing broke open along the ultrasonic welds. The cord also had exposed wires at the strain relief. There were no signs of burning or fire on the transformer housing. The power supply was plugged in and the voltage across the dc plug was measured at 0.0vdc, which indicates that the power supply is not producing the correct voltage. No smoke, fire, or sparking was observed. Resistance across the dc plug was measured over limit, which indicates that there is a short in the dc cord. The resistance across the ac blades measured at 0.6 ohms, which is not normal and indicates that the thermal fuse did blow. In summary, a breach in the housing was discovered upon examination, resulting from use outside of intended/normal use. Per further follow-up on (B)(4) 2012, the customer confirmed she had dropped the transformer, resulting in the broken housing, but she had continued using it. A breach in the transformer housing is a safety risk. The damage to the housing was the result of customer misuse/abuse. Exposed wires on at the strain relief were confirmed, along with a short circuit and blown thermal fuse. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.